Manufacturer narrative:
G5- PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during inspection, a distributor discovered foreign matter inside the primary packaging of a wayne pneumothorax set. The foreign matter was reported to be a "line", possibly a hair. No patient contact was made.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6- device code: investigation - evaluation: it was reported to cook that a wayne pneumothorax set, c-utpt-1400-wayne-imh, from lot # 13130149 had foreign matter within the packaging. This incident was reported by agility logistics in (B)(6) on (B)(6) 2020. No adverse effects were reported. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, photos of the device were provided to cook. The photos confirmed an unknown foreign matter to be within the sealed packaging of the device. As a result, cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (13130149) revealed no recorded non-conformances. A database search found no other events associated with the reported device lot. At this time, cook has concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_wayne_rev12] ¿wayne pneumothorax set for trocar placement,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no product returned, and the results of our investigation, a definitive root cause has been traced to a deficiency in manufacturing/quality control. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.